Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, she thinks, the luer connection is not okay. Pt stated, the connection smells of insulin. Pt reported, she thinks, the luer is leaky. Pt reported experiencing elevated blood glucose levels. Pt stated on (B)(6) 2011, her blood glucose level at 11:29 pm was 228 mg/dl. Pt reported on (B)(6) 2011, her blood glucose level at 1:00 am was 368 mg/dl and she only changed the infusion set tubing; at 7:53 am her blood glucose was 289 mg/dl and she took correction via the infusion device and ate; and at 12:57 pm, her blood glucose level was 311 mg/dl. Pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the product for eval.